Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Jacket was reported as hard to retract. Jacket guard was stuck in limb. There was difficulty in advancing the contralateral pull-wire.